Event description:
It was reported that the patient had undergone a previous anterior cervical discectomy and fusion. A recent CT showed that the patient had pseudarthrosis. He had developed intractable neck and arm symptoms. The patients pre-operative diagnosis was as follows- pseudarthrosis, c5-6 status post anterior cervical discectomy and fusion. The following procedures were performed- a posterior spinal fusion c5-6, posterior spinal instrumentation with vertex system, c5-6 and local bone graft with infuse. Infuse and mastergraft were placed in the posterolateral gutters after the facets were burred down. It was reported that the patient's post-operative period was marked by complications which included- the need for additional surgery, pain, nerve damage, nerve impingement, and exuberant, ectopic bone formation.

Event description:
It was reported that on: (B)(6) 2004: the patient presented with pre-op diagnosis: pseudoarthrosis, c5-6, status post anterior cervical discectomy and fusion. Procedure performed: posterior spinal fusion, c5-6. Posterior spinal instrumentation system, c5-6. 3. Local bone graft with rhbmp-2/acs. Per-op notes: two rods were contoured and lock into place. From that standpoint, we then placed rhbmp-2 with bone graft matrix in the posterolateral gutters after the facets were burred down. A size 6 x 15 x 13 cage implant was inserted which had been filled with approximately one-half of a pledget of bmp. The bmp was used in the interbody space.

Manufacturer narrative:
(B)(6). (B)(4).